Manufacturer narrative:
As the lot number for the device was not provided, a lot history review could not be performed. The device was not returned to the manufacturer for review; therefore, the investigation is inconclusive due to no sample return. Based on the available information, the definitive root cause could not be determined. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model unk broviac catheter allegedly experienced obstruction of flow. This information was received from one source. One patient was involved with no patient consequences. The patient was (B)(6) years old; gender and weight were not provided.